Event description:
A report was received that the lead exhibited high impedances during an ipg implant procedure. The lead was replaced during the procedure and the patients pain area was covered with the replacement lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-4318, lot: 20575856, description: clik x anchor sc-2366-70, sn (B)(4). The complaint has been confirmed. Visual inspection of the lead found that the spacer between contacts 2 and 3 was fractured at the proximal end. X-ray inspection of the lead revealed contact 2 cables completely broken in the proximal array. Additionally, visual inspection revealed that the lead was cleanly cut approximately 12 cm from the distal end and could not be electrically tested. This is a result of a typical explant procedure and is not considered a failure. Sc-4318 clik: the returned device was analyzed and no anomalies were found.

Event description:
A report was received that the lead exhibited high impedances during an ipg implant procedure. The lead was replaced during the procedure and the patients pain area was covered with the replacement lead.